Event description:
It was reported that guide wire tip detachment occurred. The physician advanced a 300cm v-14 controlwire guide wire. It was noted that the tip of the guide wire was broken off at least 3 pieces. They removed the broken pieces with a snare. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).